Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report # 1627487-2011-02929, reference MFR report # 1627487-2011-02930, reference MFR report # 1627487-2011-02932. The pt received four percutaneous leads placed peripherally on (B)(6) 2011 and the pt had good stimulation. It was reported that on the following day, some of the leads exhibited impedances of 100 ohms and the pt could not feel stimulation on one side of his back. The physician will wait 2-3 weeks to see if impedances improve. No additional information is available at this time.